Event description:
Would not prime. Checked tube lines and all were cleared. Tried manual prime as well, that too failed.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation number mt00336 - received "fluid path blocked" error message 4x. Inserted welding rod into tx1 tip and confirmed blockage. Upon internal inspection excessive loctite was found in the central bolt and compression nut. The DHR for microtip lot 24913-01 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 24913-01. A review of lot history showed that there were (B)(4) reported microtip unit failures from this lot. Lot 24913-01 has a failure rate of (B)(4).